Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl, dizziness, and vomiting; cause was unknown. Bg was addressed via a correction bolus, and changing supplies. The customer declined to provide additional information regarding the issue. Upon follow up with the customer, the reported issue was resolved.